Manufacturer narrative:
Other, other text: two (2) pictures were received and reviewed. The pictures show a cassette product from p/n 21-7301-24 with substance inside of the cassette reservoir between ay bag and housing. The complaint is confirmed. Bring the attention to the specific mitigations revised related to the failure, initiating with that current process control were reviewed on pfmea rmd-10001528 ?pfmea for nrfit cassettes? Rev. 100 in order to ensure that production line are complied with that, see following steps: in ?bag stuffing/loading into housing? Production personnel performed a 100% visual inspection to ensure the fixture does not have sharp edges and assure parts shall not be damaged. Leak testing are performed according pm-1011 to ensure no leakages in ay bag. Detection: these are the current mitigations established in process related with the under leaking issue: production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted/warped. Production performs 100% leak test per pm-1011 and av-0142 to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Per qp 67-2265 rev.116 quality sample 15 units at an interval of two (2) hours +/- 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. Root cause investigation and corrective actions will be follow by CAPA process, through CAPA-000713 open on (B)(6) 2020. By the date that this investigation report is documented CAPA-000713 is under investigation phase. The expected due date of this investigation phase is (B)(6) 2020.

Event description:
Information was received that prior to use of this smiths medical cadd cassette reservoir, the nurse noticed a hole in top part of the cassette's bag and the medication was leaking inside the cassette. No reported adverse effects or patient injury.